Event description:
Tip of the pi drive broke during procedure, but it was retrieved by md. The doctor also verified that the surgical area was left intact ¿ checked with fluoroscopy for potential pieces but none seen. Staff indicate this additional steps took under 2 minutes to accomplish and procedure continued with new device. No further incidents.